Event description:
It was reported that the patient was experiencing pain due to ipg migration. The patient underwent a procedure wherein the ipg and leads were explant. Additional information was received that the explanted device components will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5077017/5090530.

Event description:
It was reported that the patient was experiencing pain due to ipg migration. The patient underwent an ipg and lead explant procedure.